Event description:
We experienced a power outage which led to a phillips monitor issue. Nursing can view rhythms and vital signs from the central monitor, but monitors are not communicating with epic. Update from uf: we found out from philips that the issue was with a service/process on the server stopping intermittently and restarting which takes about 5 seconds to reach functional state. The service stopping issue happens when high log on/log/off activity occurs via the care assist app possibly at shift changes. Philips reported that they had known about this issue as early as july 2022.